Event description:
A patient was implanted with proximal tibia hardware on an unknown date. During a planned hardware removal procedure on (B)(6) 2013, the teeth of two reamer tubes wore out and broke. The surgeon was able to complete the procedure by removing the unknown screws. A fragment of metal from a screw was left in the bone and was unable to be retrieved. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The manufacturing visual evaluation reported the complete cutting front is broken off; the broken off fragments are not available for investigation. The measurable dimensions were found to meet the print specifications as per drawing se_037141 version. A. The device history review shows that correct manufacturing process and hardening procedures were used. A manufacturing conclusion cannot be presented due to the condition of the product. The event was determined to be indeterminate.(B)(4). Explant reported in error. This is an instrument and does not get implanted/explanted note: blank fields on this form indicate information that is unknown, unavailable or unchanged.